Event description:
The instrument was used during a laparoscopic appendectomy. It was reported the ez35w was fired across mesoappendix perfectly. Dr. Reloaded with a blue (eru35) cartridge. While firing across base of inflamed appendix, the stapler made a cracking noise as he pulled the black firing trigger closed. Surgeon had previously closed the white handle and it clicked shut properly. After the crack, dr had to force the handles open. About 10mm of staples formed currently. The blade cut about 10mm of tissue. He opened a new ex35b and fired across the rest of the appendix. He checked all staple lines and was satisfied with their integrity. No buttressing material was used. There was no consequence to the pt.